Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: (B)(6) 2021 = (B)(6) / < (B)(6) miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to alinity I, list 3r65 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00056-00.